Event description:
Information was received from a trial patient. The patient reported that she did not know if her device was working. The patient stated that she did not know how often it was supposed to work and if what she was feeling was the device. The patient stated she felt stimulation down the leg while she was standing on one leg. The patient also stated that she felt stimulation in her lower stomach where it was "painful but not painful" and it only would last for a couple seconds. The patient stated that the stimulation is not uncomfortable. The patient reported that the stimulation in the leg is not all the time but the stimulation in the stomach was all the time. The patient reported that the sensations were not the same as those she felt the day before report with the trial and wondered if the device was working right. The patient stated that she felt the stimulation in the bicycle seat/pelvic floor area even when the device was off. The patient stated that she never turned the device on, except when she first got home, but then she turned it off again because they had not told her to turn it on. The patient stated that they had device off at the time of report. The patient mentioned that a manufacturer representative was supposed to call her but was unaware of the issue. Additional information from a healthcare professional (hcp) reported that the patient would be getting the test leads pulled out in the office on (B)(6) 2016.